Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in (B)(6) 2023; further described as "another time two weeks ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tip protector of a homechoice automated pd set with cassette was missing. After discovering that the set was missing a tip protector, the patient did not use the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.